Event description:
The customer reported the device failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no report of patient involvement. The device was evaluated at philips and the issue was verified. The power pca was found to be defective. Replacing the power pca resolved the reported issue. The device passed testing and was returned to the customer.